Manufacturer narrative:
(B)(4).this report of a use error was confirmed and the cause was identified as the patient disconnecting and reconnecting solution bags, therefore the cause was determined to be use error. Labeling provides accurate and a sufficient level of detail for the replacement or reconnection of solution bags during therapy. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). Product surveillance contacted the customer on (B)(6) 2011. The customer stated that he is ok and has been able to continue therapy. The customer stated that the technical service representative (tsr) assisted him in ending his therapy. No further information is available. No patient injury or medical intervention was reported.

Event description:
A customer contacted baxter's technical service center to report receiving check supply line alarm with the homechoice (hc) machine. Per the initial report, the home patient (hp) states only the final bag had solution so he disconnected the heater bag and added the supply bag to the heater line. The technical service representative (tsr) assisted the hp and explained the alarm. The tsr advised to end therapy and make the nurse aware. No patient injury or medical intervention was reported. No further information is available